Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad unresponsive and experiencing low blood glucose. The blood glucose at the time of the incident was 52 mg/dl. The customer states they have to perform frequent battery changes and the keypad has to be pressed multiple time for it to respond. The customer also mentioned having a low blood glucose level, but did not have details on the blood glucose at the time. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.